Event description:
Patient was undergoing emergency laparoscopic appendectomy. Surgeon attempted to reload endo gia; unit jammed. The remaining staples from first set of staples from endo gia could not be removed. Another endo gia unit was obtained and case was finished.delay in case did not result in complication. However, potential for patient harm exists any time case is delayed.